Manufacturer narrative:
The field service engineer provided a repair quote to the customer.

Manufacturer narrative:
The customer declined repair at the time of evaluation.

Event description:
The customer reported a vent inop condition; air valve liftoff failure,. No patient involvement reported.